Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, very large diastasis, seroma, skin flap failure with wound vac placement, small bowel obstruction, and pain. Post-operative patient treatment included revision surgery, wound vac placement, and hernia repair with new mesh.